Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding other patient's implantable neurostimulators. A patient said some of the social media groups they are in have mentioned the device breaking during natural labor. No patient symptoms were reported and no further complications have been reported as a result of this event.